Event description:
It was reported that the left ventricular (lv) lead was in a bad position. Additional information received indicated that the lead was not in a position that was improving the patient's symptom. Further, the physician opted to use a new lead instead of repositioning this lead. This lead was explanted and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental was created to capture correction on h6(device code).

Event description:
It was reported that the left ventricular (lv) lead was in a bad position. Additional information received indicated that the lead was not in a position that was improving the patient's symptom. Further, the physician opted to use a new lead instead of repositioning this lead. This lead was explanted and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental was created to capture correction on h6(device code). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the left ventricular (lv) lead was in a bad position. Additional information received indicated that the lead was not in a position that was improving the patient's symptom. Further, the physician opted to use a new lead instead of repositioning this lead. This lead was explanted and a new lead was placed. No additional adverse patient effects were reported.